Event description:
The iab was inserted into the patient on 9/28/96. On 10/4/96, a small leak was noted and the iab was removed. No second was inserted. On 1/17/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - reported 10/7/96. Patient's current status: unk - rpt'd 10/7/96.

Manufacturer narrative:
Device label code for f10. Position 1: 1738.